Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they had a replacement after four years because they used their implant 115%, no known issues. The patient used it 24 hours a day. The patient had back surgery in 2014 and it had been resolved. Other relevant medical history includes other chronic/intract pain (trunk/limbs).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.